Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. No details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a patient with a 25mm intuity elite valve implanted in the aortic position underwent a balloon aortic valvuloplasty (bav) for unknown reason after implantation. Reportedly, the patient was in critical condition before implantation and ECG was altered. The implant procedure went well, there were no issues reported with the intuity elite. Post implantation patient was sent to ICU. Afterwards a bav was performed due to patient anatomy but not for the valve, and a temporary pacing wire was inserted for a few days. Valve was functioning well. The patient was noted as to be feeling good.